Manufacturer narrative:
Technician found that CPR was not working due to jammed valve spring. Replaced the CPR valve to resolve this issue. Bed found in bed shop.

Event description:
Complaint alleged that CPR was not working. No injury alleged. Bed in bed shop.